Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 3.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.